Event description:
The lay user/patient contacted lifescan (lfs) on april 11.2006 alleging segments were missing on her one touch ultra meter and that the display showed 6 dashes versus three dashes and had segments missing on the display. A medical affair spec. (Mas) mailed a letter to the pt since the user could not be reached by telephone for further clinical information. The pt mentioned that on the morning one day earlier the pt obtained a 250 mg/dl. The ppt felt nervous and sewaty at the time of testing and took her oral medication after attempting to use the meter. Approximately 24 hours later (april 11, 2006) the pt was unable to get a reading on the meter due to segments missing and the meter displayed six dashes. The pt was taken to the hosp by her son-in-law around 8:00 am where her blood glucose was 325 mg/dl. A medical professional treated the pt with insulin and she was released at 10:00am. Customer care advocate (cca) sent to the pt replacement meter.na